Manufacturer narrative:
The device manufacturer date is not available as the lot number is unknown. All pertinent information available to the manufacturer has been submitted.

Event description:
Female customer called to report that her 12 ounce bottle of complete easy rub is dispensing from both the dispensing tip (flip top) and from where the top attaches to the bottle. Customer does not have the lot number and the bottle has been discarded.